Event description:
It was reported that the radiopaque ring detached, requiring intervention. A platinum plus guidewire was selected for use. During the procedure, the radiopaque ring loosened and became lodged in the stent, making removal impossible. There were no visible defects on the guidewire or non-boston scientific stent prior to use, nor during insertion into the destination 5fr introducer. Difficulty in crossing a calcified lesion led to loss of catheterization after the first stent deployment and retraction of the guidewire between deployments. It was believed the guidewire caught in the first stents strut. The patient was started on long-term anticoagulation.